Event description:
It was observed during central processing that the tenaculum forceps instrument had a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken cable. However for clarification, the nonconformance was a loose and kinked pitch cable. Based on this, the complaint was confirmed. Intuitive motion was not functioning due to a loose and kinked pitch cable found at the distal clevis hub. Both cable crimps remained in clevis but become exposed and visible outside its exit at full pitch capacity. Upon housing removal, pitch cable was found loose at clamping pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.